Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly the customer continued to use the pump for insulin therapy. Additionally, the customer experienced low blood glucose (bg) level 40 mg/dl, cause was unknown. The customer consumed carbohydrates to address low bg level.

Manufacturer narrative:
H10: the failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged low blood glucose issue could not be verified.